Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on a trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician replaced the device's system printed circuit assembly board to address the issue.